Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose level was 36 mg/dl. Customer experienced symptoms such as sweating, light headache. Customer does not use auto mode. The customer current blood glucose level was 112 mg/dl. The customer was treated with food. Customer reported they does not allege pump was over delivering. The insulin pump will not be returned for analysis.